Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the flex video scope was reprocessed with acetyl that was more than 30 days old was used in the device. The issue was found during reprocessing. There was no patient involvement.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 and d8. The device was not returned to olympus for inspection; therefore the reported failure was not confirmed. However, based on the results of the investigation, the most probable cause for insufficient reprocessing was due to the customer failing to follow instructions. The event can be detected/prevented by following the instructions for use, which state: the event is detectable and preventable by handling the device in accordance with the following IFU. Oer-6 instruction manual¿operations. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.